Event description:
The hcp reported the pt was having episodes of amnesia "associated with intrathecal (compounded) baclofen infusion." The pump was evaluated, the telemetry was reviewed, and the rate was decreased. The pt continues to have repeat episodes along with increased dystonia symptoms despite the decreases.